Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a 15mg bolus of midazolam with a spectrum pump in the neuro and surgical intensive care unit , the pump under infused. It was stated that the nurse saw the volume to be infused (vtbi) on the pump read ~84cc and appeared accurate upon inspection. Two 15mg (15ml) boluses were administered, the first bolus, drip chamber and drips were flowing. For the second bolus, the nurse did not look at the drip chamber. The nurse felt that there was not an appropriate clinical effect so the bag was emptied into a cup and it measured 75ml. If the vtbi was correct at 84ml and it did deliver 30ml as was programmed, there should have been 54ml in the cup. A secondary medication was delivered to stabilize the patient, specified as ¿control¿ the symptoms. No additional information is available.

Manufacturer narrative:
H6 and h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Additional information for b2: none. Based on additional information received, the spectrum infusion pump was determined not to be a factor in the reported adverse event.